Manufacturer narrative:
Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the ¿capsular bag¿ in the patient had ruptured. This reportedly occurred because the patient was too thin. The patient had reprogramming done (B)(6) 2013 but the physician suggested the device be replaced. The patient underwent replacement. Additional information was requested, if received, a follow up report will be sent. See MFR 3004209178-2013-21573 for the report for the patients other device (bilateral devices).

Event description:
Additional information received clarified the ¿capsular bag¿ referred to the pocket in the patient¿s chest where the device was implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).